Event description:
It was reported that during a laparoscopic tubal ligation procedure, the surgeon put the clip applier into the trocar and it seemed to go in fine. Then he noticed the rubber seal at the top, where the instrument goes in, was losing gas. It appeared to have gotten stuck under the flap valve. When putting the clip back in to get to the other side of the tubal ligation, it got caught on the seal that keeps the gas out, then started to lose gas. When the surgeon pulled instrument out to reload the clip, the seal fell inside the pt. Put a grasper in to remove the seal. No pt consequence.